Manufacturer narrative:
Intuitive surgical, inc. (Isi) additional failure analysis was received. The instrument was disassembled, and the grips were analyzed using CT scans. It was observed that the conductor wire bundle was well placed till the bottom of the counterbore, and the swaging that holds the conductor wire bundle was proper and intact. No stray wires were seen outside the counterbore. The possibility of any supplier manufacturing related crimping or swaging issue can hence be ruled out.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a segment of the conductor wire sticking out from the yaw pulley. A loop of wire is sticking out such that the wire protrudes above the outer surface of the main tube. The wire was also exposed, and the instrument passed an electrical continuity test. There were no signs of thermal damage. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was further analyzed and found to have a segment of the conductor wire dislodged and sticking out from the bipolar yaw pulley. A loop of wire is sticking out such that the wire protrudes above the outer surface of the main tube. The wire insulation was not damaged, and the instrument passed an electrical continuity test. The instrument has four remaining uses out of 14. The insulation was not found to have any damage however, it appears the insulation slipped down the wire and out of the silicone potting, causing the internal wire to be exposed.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the fenestrated bipolar forceps instrument "protective cover (pipe insulation) left the power wire and part of the cable is exposed." The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the customer described the nature of the damage as ¿slipping down¿. There was no loose cable or a frayed cable. The cable did not have a full break. The customer did not notice any damage to the black insulation. The instrument did not collide with any other instruments or tools during the procedure. No arcing was observed. The instrument was inspected prior to use with no damages noted. The customer used a backup instrument and completed the procedure.